Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a defective power cord; this condition had the potential to interrupt delivery. This condition was found during the rounds in the general patient ward. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a defective power cord was confirmed during product evaluation. This condition was caused by a broken power cord. The cord was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.